Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that a patient's mother called the hospital to report that parenteral nutrition solution was leaking between the chambers of an exactamix 3000 ml dual chamber eva bag. This was identified at the patient's home prior to use. It was further reported that the patient noticed the leak before activating the dual chamber bag and that the lipid from the top chamber was leaking into the bottom chamber. It is unclear if the bag was partially activated already, or if there was an issue with the seal between the two chambers. As the leak was between the chambers, no parenteral nutrition solution spilled from the bag to the outside environment. There was no mention of the condition of the dividing rod or whether it was placed correctly. After noticing the leak, the patient activated the bag and then discarded it. No photographs have been provided. There was no report of patient injury or medical intervention as a result of this event. No additional information is available.